Event description:
It was reported that the gland of a one-link device was recessed. This occurred after making ¿many connections¿ with the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the evaluation of the returned device is complete. Microscopic inspection was performed and found no issues. A functional test was performed in which the device was connected to an in-house primary set (spiked into a 1000 ml solution bag), primed, and observed for flow issues. The setup was found to prime and flow normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.